Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that at 1059est the intra-aortic balloon pump (iabp) had one he (helium) loss alarm and then the pump would not pump. The nurses said that there was no blood in the catheter and no kinks in the line or at the insertion site. The pump was in autopilot mode utilizing afib trigger. The pt was in afib with a rate of 110 bpm and occasional short runs of ventricular tachycardia. She now has the pump in operator mode to attempt to get the pump to pump. She had no other alarms prior to this one with the pump working fine achieving therapy goals. The clinical support specialist (css) verified that no blood was present in the tubing and the pump had not been pumping for a total of 15 minutes. The pt was stable and the nurse was instructed to place the iabp back in autopilot mode and verified the trigger recognition. The nurse initiated pumping, the pump purged and pumping began 1:1 with no alarms or issues. She reviewed the potential reasons for he loss alarms. The css asked if the pump purge failure alarmed when she tried to initiate pumping after the he loss alarm and the nurse responded that it did nothing. It was explained to her that the he loss message will not clear the screen until pumping resumes and the autopilot will never resume pumping from a he loss message; the user must initiate pumping by pressing the button. The nurse thought she did that, but no alarms occurred, no strips printed and no pumping initiated. There was a 15 minute delay in therapy with no complications or injuries and the pt remained in stable condition; 1230est the css called back and was told no add¿l alarms have occurred and thanked her for her assistance. Device will not be returned for eval.